Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3889-28, lot# va0gvdw, implanted: (B)(6) 2014, product type: lead. Patient code (B)(4) pertains to the lead va0gvdw. Device code (B)(4) pertains to the lead va0gvdw. Evaluation conclusion code pertains to the lead va0gvdw.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient received the wrong follow up letters, but thought they were for her because she was due to have her ins replaced soon. The patient reported that the ins was to be replaced because the leads weren't working. The patient reported that they told her when they did the ¿reading¿ that the leads weren't working. The patient also reported that the leads went bad in her first device as well. No patient symptoms reported. Additional information was received from the patient and it was reported that the circumstances that led to the leads not working was that the patient couldn't increase stimulation level. The patient reported visiting their urologist and was informed that the leads may have been ¿dead¿ for a while. The patient reported that the leads had not been replaced yet, because they had to wait until their hypothyroidism was under control.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0gvdw, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# v785932, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. New product ID: lead 3889-28, lot# v785932 was added. (B)(4).

Event description:
The healthcare professional (hcp) reported that there was abnormal impedance reading on the left lead. Patient increased amplitude during impedance check, did not resolve. Physician wanted to revise the lead and replace the battery. The lead was removed and replaced successfully. The battery was removed and replaced due to normal battery depletion. Patient had bilateral leads and ins. The left side was scheduled as a lead revision due to abnormal impedance on the lead and battery replacement due to normal battery depletion. Hcp was submitting this event a few days late because the ins and lead lot number for this patient were unknown at the time of the event. For some reason, the ins and lead that were removed at the time of the procedure were not listed in the patient's device registration. Hcp needed to speak with device registration to ensure that they obtained the correct lead and battery information for this patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.